Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a cracked case. Technical visual inspection did not identify any anomalies. Device evaluation identified a co2 equipment malfunction. This confirmed the reported event of an equipment malfunction. The power board was refurbished with no new parts, the firmware was set to p.01.46, the device was calibrated, the front and rear connectors were inspected, the case was checked for damage, and all pcb boards were inspected. The device tested to OEM specifications. The root cause was determined to be the aging coil of the power board; however, this was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was having a c02 malfunction. There was no patient involvement. No additional information is available.